Event description:
Patient reported that the device generated a cartridge/adapter alert. When she removed the insulin cartridge, she found that it was cracked and that insulin had leaked into the device's cartridge chamber. Patient cleaned out the insulin with a cotton-swab and continued using the device. Today she noticed that the moisture in the pump has returned. Patient's blood glucose was not affected and no treatment was received.